Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector. Failure analysis was unable to perform the displacement test due to no button response. No cosmetic damage noted during physical inspection. (B)(4).

Event description:
The mother reported via phone call that the customer had a keypad anomaly. The mother stated the buttons were unresponsive on the insulin pump. Customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.